Event description:
Customer reported that the insulin pump was not delivering insulin. Customer reported that no alarms were being returned. Customer stated that she had been experiencing high blood glucose levels. Blood glucose level was 327 mg/dl at the time of the call. Customer treated with a manual injection. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.